Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report. No product will be returned for eval.

Event description:
The pt reported experiencing elevated blood glucose in the mid 20 mmol/l (360 mg/dl) range while using the infusion set. She also reported experiencing kinked infusion set cannulas. She noticed the issue once per week on average within 2 hours of use. She used the insertion device to insert the headset. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. No product is available to return for eval.